Event description:
Facility reported staff member received contaminated needle stick to finger after engaging in the safety needle guard on this product. Staff member claims that the glide for safety is stiff and gets stuck while engaging in use.